Event description:
This patient had a lumbar fusion when the drain was placed. The physician attempted to remove the drain on the first day post-op at the bedside, in the patient room and the flat drain portion broke off from the tubular drain portion. This was noted at the time that the drain was pulled. Please note, we had a similar event with a different name brand similar drain back in (B)(6) 2019. We stopped using the previous brand and changed to this cardinal brand because of the issue with the last drain. Manufacturer response for silicone flat 10 mm fully fluted channel drain, jackson-pratt channel drain (per site reporter). No response as of yet, being notified today by our supply chain team.

Event description:
This patient had a lumbar fusion when the drain was placed. The physician attempted to remove the drain on the first day post-op at the bedside, in the patient room and the flat drain portion broke off from the tubular drain portion. This was noted at the time that the drain was pulled. Please note, we had a similar event with a different name brand similar drain back in (B)(6) 2019. We stopped using the previous brand and changed to this cardinal brand because of the issue with the last drain. Manufacturer response for silicone flat 10 mm fully fluted channel drain, jackson-pratt channel drain (per site reporter). No response as of yet, being notified today by our supply chain team.